Event description:
Reporter stated that patient's blood glucose was measured on the aviva system with back-to-back results of 20.0 mmol/l and 4.2 mmol/l. No action based on device results was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).